Manufacturer narrative:
(B)(4). Date sent: 3/5/2026. D4: batch#: a97v2n. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished el5ml, with lot/batch number: a97v2n, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic cholecystectomy, the first clip functioned normally, but when using the second clip, it became misaligned and could not clip the blood vessel. Therefore, another instrument was opened, and two clips were successfully applied. However, the third clip again became misaligned and was unable to clip the blood vessel. Consequently, the surgeon switched to using a ligation method instead. No patient consequences were reported.